Manufacturer narrative:
The device remains implanted in patient. The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date.

Event description:
It was reported to rti surgical that during a clinical study it was discovered that a patient experienced post-operative dysphagia two days following a fortilink-c surgery performed on (B)(6) 2019. The procedure and event occurred over a year ago but the customer had recently been at the site to review data and found this incident in their records. The subject has not had any other device or procedure related adverse events and has not had any revision surgeries.